Event description:
It was reported that during a lap. Choecystectomy, the clips were slightly scissoring and one clip was very scissored on the cystic duct and artery. The customer was able to complete the case with the device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.